Event description:
Event description cpi received information that during a routine follow up visit, interrogation of the patient's implantable cardioverter defibrillator (ICD) exhibited a warning message indicating that the shocking impedance of the lead was inappropriately low. The physcian performed an invasive procedure to evaluate the system and noted that there was a problem with insulation on the transvenous defibrillation lead 10cm away from the proximal plug. The physician repaired the lead and elected to explant the ICD.